Manufacturer narrative:
Failure analysis revealed that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface, and indications of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on the device analysis, the probable cause of the failure was heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
Analysis of the return device revealed a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. There were no patient complications reported due to this event.